Event description:
It was reported that a pinhole found on the shaft. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0mmx20mmx80cm sterling balloon catheter was advance for dilatation. However, while conducting the procedure, a pinhole was identified on the shaft. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a pinhole found on the shaft. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0mmx20mmx80cm sterling balloon catheter was advance for dilatation. However, while conducting the procedure, a pinhole was identified on the shaft. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink at the strain relief. Microscopic examination revealed two holes to the inflation lumen at the kinked area by the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there are two holes in the inflation lumen.